Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
Updated section b5 (describe event or problem). Corrected section b2 (outcome attributed to adverse event) and h6 ( impact code): 4627 (device explantation) replaces 4624 (surgical intervention). Added information to section d6b (if explanted, give date).

Event description:
Per the report received from canada, a 3300tfx19mm valve implanted in aortic position was explanted after an implant duration of ten (10) years and six (6) months due to valve calcific degeneration leading to central regurgitation and increased gradients. Reportedly, the valve started failing at nine (9) years and eight (8) months of implant duration. Since that time, the patient was experiencing shortness of breath. The valve was explanted and replaced with a 21mm bioprosthetic valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx19mm valve implanted in aortic position was placed under consideration for redo surgery after nine (9) years and eight (8) months of implant duration due to valve calcific degeneration leading to central regurgitation and increased gradients. The patient was experiencing shortness of breath.